Manufacturer narrative:
Concomitant medical products: etbf2816c166e, stent graft, implanted (B)(6) 2014; etew1313c82e, stent graft, implanted (B)(6) 2014; etlw1613c124e stent graft, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope symptoms. The right ventricular (rv) lead exhibited oversensing. Oversensing was noted when the patient was reaching across their chest with their left arm. The lead was reprogrammed, sensitivity was decreased to minimize oversensing, and the lead was later capped and replaced. No patient complications have been reported as a result of this event.